Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. Reportedly, the customer woke with elevated blood glucose level and ketones. During troubleshooting with tandem technical support, customer indicated that he tends to sleep longer on the weekend and there had been no interaction with the pump for an extended period of time.